Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4). ¿he has no catheter in his body at all¿ and pertains to the 8780 catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving lioresal with a concentration of ¿whatever the highest you can have¿ at a dose of 800 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2016 that the patient had a change in therapy as the catheter did come loose. The patient had symptoms that started in the beginning of 2016 of difficulties walking, losing control of his bowels, and running to urinate. The patient had surgery on (B)(6) 2016 to put the catheter back and when they woke him up they told him they replaced the entire whole catheter with a new one. From the moment the patient woke up he had nothing but ¿difficulties.¿ it was stated that the patient felt a chill and that his body shaked violently, and he had a severe cramp down the right side of his leg. On (B)(6) 2016 the neurologist ordered prednisone and that seemed to calm down the patient¿s tremors but they did not stop happening and the patient was having a little tremor at the time of the report. It was indicated that the patient thought the cramp was a nerve issue, pinch or cut. On (B)(6) 2016 the patient had several magnetic imaging resonances (mris) with day and confirmed that they could not see the catheter. The patient went in on monday (B)(6) 2016 and had a ¿live x-ray¿ which showed he had no catheter in his body at all and they turned the pump flow down to a trickle so that it wouldn't be messing up the patient¿s head, prostate, and urination. It was noted that the patient could always ¿feel¿ the catheter and that on monday (B)(6) 2016 the patient felt back there and could no longer feel the catheter there. It was indicated that the patient trips and falls but not more than he ever did. The patient had an appointment on (B)(6) 2016 with his surgeon to find out why there was no catheter in his body. It was noted that the patient¿s pump was refilled just before surgery. Additional information was received from a healthcare professional (hcp) from the patient¿s managing hcp¿s office. It was reported that the patient was last seen on (B)(6) 2016 for a baclofen pump refill. They had no record of any procedure from (B)(6) 2016 or any catheter issue. The patient¿s next refill was scheduled for (B)(6) 2017. No further information was available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.